Manufacturer narrative:
The investigation for the introducer damage has been completed. The pump was returned and the torn sterile sleeve was confirmed. Sterile sleeve was observed to be ripped and separated due to excessive force during support. There were no other visual abnormalities and the tuohy borst functioned to specification. The root cause of the product damage (sterile sleeve damage) was use-related issue due to excessive force during support. The instructions for use for the impella 5.5 with smartassist for use during cardiogenic shock states the following: section: warnings & cautions: cautions: ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿ d8-changed to yes.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
Us complainant reported that a patient was on impella 5.5 support to bridge to left ventricular assist device (lvad) and orthotopic heart transplant (oht). It was reported that the sterile sleeve on impella 5.5 tore at the distal end of the sleeve; where the tip of the touhy borst valve meets the sterile sleeve. No patient harm has been reported.